Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. It was also reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 300 mg/dl.